Event description:
It was reported that during a veterinary surgical procedure for patellar luxation using an electric pen drive device it was observed that the moment the console was turned on and the unit was switched to forward mode, the device activated automatically. It was reported that normally, the device is activated using a hand switch. It was reported that the procedure was completed successfully with no delay. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device passed visual inspection. It was noted that all tests passed the pre-diagnostic assessment. The device was visually and functionally assessed, and no defects could be detected. Due to the received video where the starting of the device without the hand switch being pushed could clearly be detected, the device was disassembled. When the device was disassembled foreign substances could be detected around the motor and the on the control unit. This led to the found failure and therefore, the reported failure was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.